Event description:
It was reported that during the infusion set up, a pump alarmed constantly for an upstream occlusion. The event occurred in the same day surgery unit and there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated the device in question. Review of the device history log confirms that the pump alarmed multiple times for an upstream occlusion. The evaluation could not reproduce a constant upstream occlusion alarm. The device was tested for 24 hours and the device performed as expected. Upstream occlusion/air sensor testing was performed with the unit passing.